Event description:
Complainant alleged that during a routine shift check by clinician, the device inapproprately diaplayed "user set up required" and "defib diasabled". Complainant indicated that there was no patient involvement in the reported malfunction.